Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that there was a hospitalization two years prior for dehydration and high blood glucose. The blood glucose had been 600 mg/dl. The customer also reported noticing damage to the insulin pump 6 - 8 months prior the call. The insulin pump is cracked at the battery cap, display screen, and reservoir tube window. The customer was unsure of how the damage occurred. The customer also reported that the insulin pump alarmed for no delivery and then alerted for a rate rise, and the customer was unable to clear the alarm. The blood glucose reading was 600 mg/dl. The customer reported that the blood glucose ran higher than normal due to eating. The customer treated with the insulin pump. The customer reported a delay in response from button presses. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.